Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared an 1109 error code (machine and proximal sensor autozero failed) following a flow assembly replacement. It is unknown if the device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.

Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 18jan2019. The philips field service engineer replaced the data acquisition board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The data acquisition board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.